Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: samples received for investigation, upon visual inspection defective stopper can be observed. The probable cause for the occurrence is related to failure at stopper assembly station. Since this occurrence would not exceed the acceptable quality limit (aql) for the batch, no additional corrective or preventive action is proposed in the scope of this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd syringe plastipak 20ml ll s/su had a defective stopper. The following information was provided by the initial reporter: "syringe is with the plunger deformed, defect (in the back part of the syringe)."

Event description:
It was reported that bd syringe plastipak 20ml ll s/su had a defective stopper. The following information was provided by the initial reporter: "syringe is with the plunger deformed, defect (in the back part of the syringe)."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd syringe plastipak 20ml ll s/su had a defective stopper. The following information was provided by the initial reporter: "syringe is with the plunger deformed, defect (in the back part of the syringe)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter phone number: (B)(6); initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.